Event description:
In a study comparing the effectiveness of calcium alginate and retention dressing (calcium alginate (algisite m®)+fixomull®) to fixomull alone for the management of these wounds, it was reported that one patient using algisite m®+fixomull dressing had a wound infection during the study which was identified and confirmed at the day 15 clinic visit. This participant had no known comorbid risk factors. The dressing was changed to acticoat® on day 15, then to duoderm® on day 21. The wound was healed by day 28.